Manufacturer narrative:
(B)(4). The event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2010, the pt fell down while he was putting some wood in his chimney. During the rest of the day, heart activity was monitored by a 24 h holter ECG. Absence of output or long pacing intervals were observed in these holter recordings. Therefore, these holter recordings and pt files were sent for analysis.